Event description:
Info received indicates the bed is failing the electrical safety check due to loss of ground.

Manufacturer narrative:
The tech found a poor ground connection at the ground wire on the back of the lower frame. This connects to the test nub extending out of the back of the unit for testing. The tech tightened the connection to repair the bed.